Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they noticed in the middle of 2017 to the first part of 2018, when they go through theft detector systems at department stores, their interstim has a tendency to cut off and they feel a jolt. The patient clarified passing through theft detectors turns stim off and they use their programmer to check and sees it is off and they need to push the button to turn it back on. Reviewed information about theft detectors/security gates and recommended the patient continue speaking with their doctor. During the call the patient also mentioned it did not work. Asked to clarify what that meant however the patient did not provide any further information about did not work. The patient was redirected to their healthcare provider to further address the issue.